Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a gastrointestinal bleed (gib) on (B)(6) 2016. During review of the system controller history, intermittent elevations in pump estimate flow and power were noted. On (B)(6) 2016, the estimated flows and powers were consistently elevated. The lactate dehydrogenase (ldh) level on admission was 306 u/l and currently increased to 464 u/l. No hyperpigmentation in the urine. Creatine is 1.37-1.63 mg/dl during this hospital stay. Historically, the patient has been hospitalized multiple times with gib's requiring discontinuation of coumadin and a start of heparin. The patient is currently on plavix 75 mg daily. Another significant piece of information is that the patient had multiple lvad exchanges for either hemolysis or driveline fracture, and is on the 8th lvad pump. It was reported that the patient remained hospitalized on a heparin infusion, and the inr was not yet therapeutic. The patient's ldh had been increasing by small amounts daily. Lvad flow estimation and power remained elevated. Echocardiogram revealed the left ventricle is decompressed. No signs of hemolysis in the patient's urine. The patient continues to be observed.

Manufacturer narrative:
The report of pump power and flow elevations was confirmed through the evaluation of the submitted system controller log file; however, a correlation between the device and the reported gastrointestinal bleeding and hemolysis could not be conclusively determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on lvad support at the time of this event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.